Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms. It was noted that the device had previously been programmed vvi subsequently, a revision procedure was performed where a lead fracture was seen under a fluoroscopy. The lead was surgically abandoned. No additional adverse patient effects were reported.